Event description:
It was reported by the pt's daughter that post a coronary drug eluting stenting treatment procedure, a pt death occurred. The pt had a 3.00x24 mm taxus express2 drug eluting stent placed. Ten days post the procedure the patient died of a "suspected pulmonary embolism". No autopsy was performed. Add'l info is unavailable.

Manufacturer narrative:
The root cause of the reported complaint cannot be determined at this time. A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications.